Event description:
It was reported by dealer that the left gas cylinder has failed, and causing the left caster to stay straight, which is then causing the walking beam to pull at the gearbox and the gearbox is leaking oil. No property damage was reported.